Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient bends over to put on their boot, the device "is under their armpit". The patient further reports that they believe that they are "allergic to the wire" and they have had nothing but physical problems since the changeout of the device. The patient reports loss of energy and their "stomach, heart, everything has been affected and they don't feel good". The patient also notes their "face is full of pustules and they have gangrene around their lips and outside of their nose which is affecting their eyesight". The areas also itch and burn. The atrial lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.